Event description:
The customer reported an alarm 2 due to occlusion issues, leading to their blood glucose levels being displayed as "high" on the cgm. Specific blood glucose values were not known, but it was indicated that levels exceeded 500 mg/dl. To address the high blood glucose, the customer administered a correction injection via multiple daily injections and resolved the issue by changing the infusion set and cartridge before resuming insulin use. There was no assistance from third parties required, and actions remained consistent across multiple occlusion events.